Manufacturer narrative:
(B)(4). Medical product: rotating hinge articular surface, catalog #: 00588006012, lot #: 63229220. Femoral component, catalog #: 00588001602, lot #: 63058063. Tibial component, catalog #: 00588000400, lot #: 62672628. Stem extension, catalog #: 00598801212, lot #: 62484915. Tibial augment, catalog #: 00588000410, lot #: 62627426. Femoral augment, catalog #: 00599003602, lot #: 62111721. All polyethylene patella, catalog #: 42540200035, lot #: 63321035. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03950. Products were discarded.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain, swelling and knee fracture after sustaining a fall. Additional operative notes were received stating that the patient was revised due to a dislocated total knee and stretched extensor mechanism. Notes also stated that the hinge post extension had backed out. The device was not fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision due to pain, swelling and dislocation after a fall. Operative notes received for the patient¿s initial rotating hinge knee implantation surgery (removal of antibiotic spacers) states that the patient had a prior knee dislocation due to severe septic arthritis. Full extension, flexion greater than 90 degrees and excellent stability were noted after the final components were placed and the bone cement was cured. No complications were noted. Operative notes received for the patient¿s revision surgery state that the patient was revised due to a dislocated total knee. During the procedure, it was identified that the hinge post extension had backed out of the threads. The femoral component was noted to be undamaged. A hinge service kit was used to replace the hinge mechanism.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.